Event description:
IV remodulin pt - spontaneous, spoke with pt mom, she informed me about me acid reflux which is an ongoing problem, pt is taking famotidine. Pt mom reported also ongoing problem with tubing set (cadd ext set) leaking around port area. It is not all of them, this is second month when this issue is happening, no interruption of therapy because of this problem, no adverse events reported due to problem with tubing. Unknown if pt still has sets on hand for return to manufacturer. Patient actively on: remodulin, ambrisentan, tadalafil. Reported to (B)(6) by: patient/caregiver. Reference report: mw5117892.